Event description:
Great shift of respiratory frequency without any alarm. Pre-use check okay. Despite respiratory frequency set to 16, respiratory frequency front panel displayed value was shifting from 9 to 20 resp/min. Volume/min was also drifting whatever mode "ventilator control" or "pressure control" mode were selected.